Event description:
During mantis surgery when the surgeon was finally tightening the blocker the tip of the torque wrench broke. The broken tip is left in the pt body.

Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion will be made available following an engineering eval.